Manufacturer narrative:
The account indicated that with the left siderail unplugged, the problem doesn't reoccur. The technician support recommended replacing the left bed function switch assembly. Repairs have not been completed.

Event description:
The account alleged that the head function will run down unintentionally and the problem is intermittent. A pt was in the bed and there were no injures.